Event description:
Hospital reports that there was a loud pop in rear of ventilator and then unit went inop. No pt injury or adverse health event replayed to service technician by hospital.

Manufacturer narrative:
It appears that the failure of this regulator/relay assembly was caused by the residue from water contamination interfering with the operation of the internal parts of the regulator.